Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has autism and sometimes hits her head against the wall, however, lately this behavior has decreased. The family immediately realised that she cannot hear with the device when they see the red indicator light on the audio processor. Further technical checks and re-implantation is considered.

Manufacturer narrative:
The device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient has autism and sometimes hits her head against the wall, however, lately this behavior has decreased. The family immediately realised that she cannot hear with the device when they saw the red indicator light on the audio processor. The user was re-implanted.